Manufacturer narrative:
The reason for this revision surgery was the baseplate snapped from the glenoid. The in-vivo length of patient service for the implant was 1.2 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination; it was reported to have been given to the hospital for research. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed as non-product related. The root cause for this event was the result of patient trauma. It was reported that the patient was hanging from a rope and his body weight caused the baseplate to snap form the glenoid. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Given to research at hospital.

Event description:
Revision surgery - due to the patient hanging from a rope using the entire weight of his body and snapping the baseplate from his glenoid.